Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus), due to an unspecified reason. The previous aus was explanted and replaced with a new ipp consisting of a 5.5 cm cuff, pump, and pressure regulating balloon. Further details were not provided. Additional information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.